Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition of the locking mechanism not functioning was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, a visual and functional assessment was performed which found that the device had a hole in the hose near the muffler. It was further determined that the device ran in safety (power broken) (failed safety test) and the rotations per minute (rpms) were below manufacturing specifications (failed rotation speed). During service/repair, it was observed that the vanes were worn, causing the low rpm's and the lock cylinder and pawl release were damaged causing the device to run in safety mode. It was determined that the issues were consistent with normal wear. The assignable root cause was determined to be due to normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and evaluation, it was determined that the motor device ran in safety (power broken) (failed safety test), and the rotations per minute (rpms) were below manufacturing specifications (failed rotation speed). The device was initially returned to (B)(6) because the locking mechanism was not functioning. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred during the month of (B)(6) 2018. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.